Event description:
It was reported that this right ventricular lead (ICD) exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Noise on the shock channel was also observed. Further evaluation of the lead and a potential commanded shock test was discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Noise on the shock channel was also observed. Further evaluation of the lead and a potential commanded shock test was discussed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a follow up was performed and noise was observed during the maneuver testing. A potential defibrillation threshold (dft) test was discussed. No changes have been performed. This lead remains in service. No adverse patient effects were reported.